Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the malfunction recurs. The customer acknowledged and understood these instructions.